Event description:
The customer reported the cable that goes from the (da) data acquisition to (mc) motor controller cable was scratched. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 18oct2019. The customer's complaint was verified. The cable was damaged. While the system did not experience failure, this damaged component could not remain in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer¿s field service engineer (fse) confirmed the visual inspection found that the (da) data acquisition to (mc) motor controller cable was scratched, so it was replaced. The manufacturer¿s field service engineer (fse) replaced the (da) data acquisition to (mc) motor controller cable to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported the cable that goes from the (da) data acquisition to (mc) motor controller cable was scratched. There was no patient involvement.